Manufacturer narrative:
Treating physician believes that post-operative hematuria was associated with the urolift system procedure. If additional information is received, a follow-up report will be submitted.

Event description:
On 11/08/2017, neotract was notified of an event of hematuria following the urolift procedure. The subject participated in the real world retrospective study. Per the study investigator, the subject had an uneventful urolift system procedure performed on (B)(6) 2015. He was discharged without a catheter. On (B)(6) 2015, the subject was admitted to the hospital for continued hematuria and clot retention. On (B)(6) 2015, the subject had a limited turp for cauterization of bleeding, making this reportable. No urolift implants were removed. The event was resolved at the time of the report to neotract.